Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had experienced a medical event. The patient did not provide any details about the event since they had to get off the phone early. Additional information was solicited, but unavailable.